Event description:
The customer called to report that the needle purchased from xx pharmacy was clogged. After opening a new needle and exhausting air before use, no liquid flowed out of the cannula tip. It has happened before that customer reused the needle and did not exhaust airout from needle before injection before. Call center has informed the customer that needle cannot be reused, injection area on skin needs to be changed and air needs to be exhausted before injection. The customer cannot remember the specific product sales date. One sample could be returned, and a phone call of customer response is needed. Sample availability: yes sample availability details: physical sample available only.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.